Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional fractured during surgery. There was no impact to the patient.

Manufacturer narrative:
As the device was not returned, it was not confirmed when the device left zimmer biomet also not able to find the potential field life before it fractured. A notification was sent to the field on (B)(6) 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. With the information available, it was not possible to determine the root cause. Device not yet received for inspection.